Event description:
A site representative (nurse) reported that while in an ent procedure, the surgeon experienced a 1 cm inaccuracy. The nurse explained that registration was normal and when the doctor checked accuracy it was fine; then when he uses either the straight or curved suction he alleges an inaccuracy by 1 cm lower than the actual location of the instrument. The surgeon did not want to do any troubleshooting and proceeded with the case aware that navigation was not accurate. The procedure was completed with the use of the landmarx evolution plus. There was no impact to the patient's outcome.

Manufacturer narrative:
The device and/or archived data have not been returned to the manufacturer.